Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that the impactor tip was in the handle and, when the doctor impacted the handle to insert the poly, the impactor head snapped in half. Only half of the instrument was recovered. The procedure was completed using a sn backup device. A delay of 30 min or less was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is broken and missing a piece which was not returned, rendering the device inoperative. The device shows signs of extensive use. This case reports that the impactor head snapped in half when the doctor impacted the handle to insert the poly. Per email correspondence, one pieces were recovered from the patient, but one half was lost somewhere in spd when being washed. The procedure was completed without patient injury using a backup device, with a minimal surgical delay of less than 30 minutes. Therefore, since no patient harm is alleged, no further clinical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.